Event description:
It was reported that stryker constrained liner failed so needed a new head on their stem. It was unknown, if there was a surgical delay. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).